Event description:
It was reported that the customer received a battery out limit alarm after a button error alarm. The customer's blood glucose level was not reported. He/she was advised to revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No button error alarm or battery out limit alarm noted. Unit had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, and a stained end cap sticker.